Event description:
Boston scientific received information that this lead was attempted and not used. At implant, it was noted there was undersensing, loss of capture (loc), and low out-of-range (oor) pacing impedances. The lead was tested with a pacing system analyzer (psa) and all testing was normal. As a result, the lead was not used and another lead was successfully placed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.